Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that pocket infection occurred. The patient's implantable pulse generator (ipg) and associated leads were explanted. No further patient complications have been reported as a result of this event.